Manufacturer narrative:
Per patient's surgeon, the patient expired (date unknown) due to head injury sustained from a fall at a health club. Event was unrelated to the device use. The device is not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted during an emergency surgery for a head injury.it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)